Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 310 and 107 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On follow up the rptr checks the confirmation dot when testing. Rptr described an accurate technique of applying blood. The rptr was cleaning the meter with control solution. No harm was alleged.